Event description:
The svc report shows that while performing incoming inspection for a preventive maintenance (pm) on this demo loaner device, the nellcor puritan-bennett customer support engineer (npb cse) found the device to be very noisy with volume variation with subsequent ceasing of cycling. The customer had not reported any malfunctions or known issues while in use. The unit passed extended self testing after the pm and repair. It is not verified that the unit had volume variations out of spec. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.